Event description:
It was reported that the unit was going in and out. It was further reported that the unit displayed an e-1 error message.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.